Event description:
It has been reported to philips that system disk was full, preventing imaging. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment procedure was performed when the incident happened. The procedure was manually completed the previous exam so the was enough diskspace for a new exam. The philips field service engineer (fse) analyzed the system onsite and confirmed that system disk is full. After reviewing the log file fse found that image disk full. Fse found that the user was not informed how to close an exam and dicom dose reporting node is blocked. Fse remove unused structured dose report dicom node. After repairs were completed, the system was returned to use and in good working order. The codes were updated based on the investigation outcome.